Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection identified the fiber was received in two pieces. There was a break in the fiber body between the connector and the tip. Microscopic inspection of the fiber tip found it had degraded to the fiber jacket. The connector was in good condition. Functional testing found the aiming beam was bring and distorted from the break location. The fiber had been used for 1 treatment. It is probable that procedural handling of the fiber during set-up and use may have contributed to the fiber break. The instructions for use (IFU) state to ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled.

Event description:
The fiber was received for analysis without any information. Analysis of the returned fiber identified a break in the fiber body between the connector and the tip.